Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-03412. Additional information received identified the patient's scs leads were explanted, replaced and relocated. The issues resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03412.

Manufacturer narrative:
After further review it was determined the scs lead related to this event did not return. The lead that was returned is considered returned for disposal under another record. There was no allegation of deficiency on this device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03412. It was reported the patient is experiencing ineffective stimulation. An sjm representative was unable to resolve the issues with reprogramming as unintended knee stimulation occurred. Surgical intervention will be taken at a later date to address the issues.